Event description:
The customer reported the system became inoperable. No report of pt injury.

Manufacturer narrative:
The complaint indicated the generator needed replacing. However, the customer cancelled the service call. No conclusion can be drawn.